Event description:
A report was received that the patient was explanted due to infection at the lead site. The patient was reportedly doing fine after the explant procedure. The physician prescribed the patient IV and oral antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02 (B)(4) model description:precision implantable pulse generator (ipg) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.